Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be " missing components / accessories and/or not according to proper assembly sequence.", a potential root cause for this failure could be "incorrect operation." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:¿visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Open lubricant. Lubricate catheter. Pour cleansing solution onto prep balls. Prep patient with saturated prep balls. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. Top tray may be placed on basin to help prevent spillage. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations."

Event description:
It was reported that the povidone-iodine was missing from the foley cath tray. The complainant reportedly had additional iodine available to use for catheter insertion.